Event description:
This is report 1 of 3 for the same event. It was reported that the motor on the electric pen drive device was not working while in use with the console device and footswitch pedal device. It was further reported that the devices appeared to be plugged in correctly and were tested for function. The reporter stated that the console device was lighting up and looked like it was working. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.